Event description:
Emea ra/qa reports via e-mail: this is report of 2 of 2 patients. On (B)(6) 2014 a radiologist who evaluated examinations took notice that two patients have air bubbles in blood circulatory system: second patient: small air bubble in truncus pulmonalis. Patients without any disorder till the time they have stayed in the lab. No further information available. No reported injury. On (B)(6) 2014: mallinckrodt (B)(6) reports via e-mail; patient was a (B)(6)female, with IV access in the elbow flexion using a 1,3g venflon. Infiltrated amount 90ml of iomeron 300. Patient observed for 30 minutes after the procedure and the day after. Information indicates the patient is fine.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.